Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metallosis, metal poisoning and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed both surgery dates and indicates all components were removed and replaced during the revision procedure. An additional invoice was located that suggests patient underwent total right hip arthroplasty on (B)(6) 2006. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to aseptic loosening of the left acetabulum. Revision op report notes the presence of metal-containing debris, bone erosion, metallosis secondary to impingement. The cup, modular head, and taper insert were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, bone/tissue damage, loosening, loss of range of motion, elevated metal ion levels and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01760 / 01762).